Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter detached and separated from the hub during use. The following information was provided by the initial reporter: "bd insyte 24ga 0.75in 0.7 x 19mm intravenous cannula (ivc) inserted for IV antibiotics on [date redacted 2022] 1700h for IV flucloxacillin and IV gentamicin. On 2000h on [date redacted 2022] pale skin at ivc insertion site noted and ivc was removed. When removed it was found that the plastic cannula had completed detached from the yellow hub. The plastic cannula tube needed to be removed using forceps from the vein. There was no trauma to the device that would have caused this to have completely detached as it was inserted in a neonate in a special care nursery."